Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On (B)(6)2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional and parastomal hernia¿ surgery and was implanted with a strattice device on (B)(6)2013. The patient underwent a ¿partial removal of mesh; extensive lysis of adhesions for over 2.5 hours; repair of parastomal hernia; resection of chronically inflamed and incarcerated intestine; and takedown of previous ileostomy and placement of a new ileostomy¿ on (B)(6)2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿mesh detached from anterior abdominal wall and created a flap, above which a loop of ileum had coiled around, become chronically incarcerated and created a closed loop that went up into the current ileostomy, creating a closed loop obstruction; peristomal hernia related to mesh; resection of the chronically inflamed and incarcerated intestine; extensive dense adhesions; replacement of ileostomy; pain and suffering; severe inflammation.¿ the form lists the conditions that were treated were ¿repair of parastomal hernia; resection of chronically inflamed and incarcerated intestine; extensive lysis of adhesions for over 2.5 hours; take down and replacement of ileostomy¿ on or about (B)(6)2014.

Manufacturer narrative:
A review of the device history record for strattice lot s11159 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6)2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. On (B)(6)2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional and parastomal hernia¿ surgery and was implanted with a strattice device on (B)(6)2013. The patient underwent a ¿partial removal of mesh; extensive lysis of adhesions for over 2.5 hours; repair of parastomal hernia; resection of chronically inflamed and incarcerated intestine; and takedown of previous ileostomy and placement of a new ileostomy¿ on (B)(6)2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿mesh detached from anterior abdominal wall and created a flap, above which a loop of ileum had coiled around, become chronically incarcerated and created a closed loop that went up into the current ileostomy, creating a closed loop obstruction; peristomal hernia related to mesh; resection of the chronically inflamed and incarcerated intestine; extensive dense adhesions; replacement of ileostomy; pain and suffering; severe inflammation.¿ the form lists the conditions that were treated were ¿repair of parastomal hernia; resection of chronically inflamed and incarcerated intestine; extensive lysis of adhesions for over 2.5 hours; take down and replacement of ileostomy¿ on or about (B)(6)2014.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6)2025.